Event description:
It was reported per field service report: symptom - unit runs in battery even when plugged into wall outlet. Findings/action taken: replaced condor power supply. Checked system for proper operation.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the power supply was returned for evaluation. The power supply was tested and failed to provide power when connected to ac.